Manufacturer narrative:
Evaluation summary: upon analysis, no anomalies were found; full lead returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during an implant attempt, the right atrial (ra) lead exhibited noise despite being attached to the analyzer with multiple sets of connector cables. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.